Event description:
Per information provided by the attorney: (B)(6) 2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug and patch (device #1). Per operative notes, ¿indirect hernia and omentum could be seen transversing down toward the scrotum. The sac was then freed from the cord. A medium perfix plug (device #1) was then placed into the defect, which was the internal ring. The flat portion (onlay patch) was then cut to size and placed on the floor of the canal, ligating the wings to themselves lateral to the origin of the spermatic cord with suture.¿ (B)(6) 2016 - patient was diagnosed with pain on left groin and discomfort on right side. (B)(6) 2016 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent robotic repair with the implant of two ventralight st meshes (device #2 & #3) and partial removal of old mesh (device #1). ¿the right side was evaluated first and the left side had a perfix plug from previous marlex placement. The right side was also recurrent and the adhesions to the insertion of the cord structures taken down. The hernia defect was identified medial to the cord structures. A ventralight st mesh (device #3) was placed and secured. On the left side, care was taken to take the peritoneum off the cord structures carefully because this was adherent to the mesh. After freeing up the peritoneum and the cord structures, the previous plug was dissected off the cord structures, and two-thirds of the plug (device #1) were removed with sharp dissection and placed in an endoscopic retrieval black and then removed later through the right lateral port site. A ventralight st mesh (device #2) was placed and secured with sutures.¿ (B)(6) 2016 - patient was diagnosed with pain along the distribution of ilioinguinal nerve on left-sided. (B)(6) 2016 - patient was diagnosed with left groin pain and left groin neuroma thereby underwent open repair for the removal of old meshes (device #1 #2). ¿dense adhesions to the mesh and the mesh were lying anterior to the transversus. This was divided and taken off carefully to ensure just the mesh was removed. It appeared that patient had perfix plug replacement (device #1 #2) and this was excised from the internal ring area carefully taking off the cord structures. A neuroma alongside the cord was also excised. After removing the mesh, human transplant tissue was implanted.¿ attorney alleges that the patient had adhesions, nerve damage, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, post implant of ventralight st mesh, patient had neuroma, adhesions, inflammation, fibrosis, abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, inflammation, pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. This emdr represents the ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.